Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include sprint quarto or sprint fidelis. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. The gender of the baseline characteristics is male and the baseline age is 57 years old. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: occurrence and extraction of implantable cardioverter-defibrillator leads with conductor externalization. Cardiology journal. 2018; 25(2):221-228. Doi: 10.5603/cj.a2017.0100. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding extraction of implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports the reasons for transvenous lead extraction included infection and unspecified lead failure. Complications of lead extraction included tamponade, one case of femoral artery embolism, and one case of hematoma requiring intervention. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.